Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection and vegetation on the right ventricular (rv) and right atrial (ra) leads. The physician explanted both rv and ra leads. The patient was in a stable condition.

Manufacturer narrative:
Correction h10 section: added the related report number of 2017865-2025-97335 as it was missing in the initial report.